Event description:
Pt was transferring from device when the slide board on which he was sitting suddenly gave way causing the pt to bend his knee beyond his comfortable range of motion. The pt was 8 wks status post total knee surgery at the date of the incident. X-rays and md assessment were immediately accomplished with no determined adverse effects other than acute pain, moderate effusion and minor rehab setbacks. The root problem has been determined as the placement of the clip which holds the slide board stable. This could have been a factory mistake or an assembly error made on site.